Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that the unit's power connector was corroded with corrosion on metallic surfaces; dust and dirt was observed inside the device. The device was scrapped.

Manufacturer narrative:
B5 was incorrectly captured in previous report, it is corrected in this report. A correction to b5 was made and should be: a device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device was scrapped.